Event description:
Medtronic received a report that there was non-detachment. The physician attempted to detach the coil with the instant detacher 3 times. The physician tried to detach with another instant detacher twice. There were two manual attempts at detachment via hypotube. The device and any accessories were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this events. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury. During a neurointerventional procedure for embolization of an intracerebral aneurysm with a coil, the coil did not detach correctly at the time of detachment. The coil guide was removed, leaving a protrusion with a risk of exiting the aneurysm location. Prior to this, the coil detachment had been performed appropriately using the detachment system according to the coil¿s type and brand. The coil was captured in the microcatheter to prevent coil migration or escape. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm at the bifurcation of the left internal carotid artery (ica) with a max diameter of 3.2 mm and a 2.8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include a hedway 17 (microvention) microcatheter. Additional information was received reporting that the cause of the detachment was not determined, they just decided to remove it. No damage was observed to the pusher after it was removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issue prior to the coil detachment issues. It was clarified that when the coil was delivered, a coil loop was outside the aneurysm with risk of migration so the coil was recaptured in the microcatheter and completely removed.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a sealed biohazard pouch and within a dispenser track. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the axium prime pushwire was found to be broken and separated at break indicator. Proximal to broken break indicator segment was not returned. The pushwire was found to be kinked at ~145.5cm from broken proximal end. This is indicative that a manual detachment was attempted. The coin was found not against the lumen stop. The shield coil was found to be stretched with the implant coil already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, in order to gain access to the coin. The coin was found to have been removed from pushwire assembly. The lumen stop and retainer ring were found to be visually in good condition. Conclusion: based on the analysis performed, the customer report of ¿premature detached from non-detachment¿ was confirmed as the axium pushwire was returned with the implant coil already detached from the pusher. The cause for the delayed detachment could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Since the implant coil and detach element were not returned, any contributing factors could not be assessed. Kinks were found on the returned pusher. This can also be indicative of high tortuosity. It is possible the kink found on the pushwire may have contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. (Reyesr32 2025-12-09) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.